Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Last name and email address unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was removed due to some numbness in lower lip.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified signs of use and wear but no apparent signs of malfunction. The devices could not be functionally tested for the reported failure/medical event. Measurements were made to determine if the device matched print specification and it was confirmed to match the drawing specifications. The patient was noted to have moderate density (type ii) bone. The reported devices had been placed on tooth # 21 for approximately 1 month. Complainant reported that the implant was removed due to some numbness in the patient's lower lip. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformance's were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.

Event description:
No further event information is available at the time of this report.